Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported low suction during a vitrectomy case. The pak was exchanged but the system still had low suction. The case was completed. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer reported that their pak had low suction. However, no samples returned for evaluation. The customer was able to resolve the issue remotely. With no additional information provided, the root cause of the reported event cannot be determined. The product pak was manufactured on june 25, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on july 19, 2002. Based on qa assessment, the product and associated system met specifications at the time of release. There were no issues found with the system and no pak samples were returned for evaluation. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).